Manufacturer narrative:
We are awaiting device return. Once we complete our investigation, a follow up report will be submitted. (B)(4).

Event description:
It was reported that during a ventricular tachycardia ablation, while pace-mapping, the cpu froze and would not respond to the "halt pacing" button on the keyboard. Pacing continued at a rate of 250 ms (240 beats per minute) for four seconds. The pt went into rapid, hemodynamically unstable ventricular tachycardia and required 200 joule external cardioversion. Vt was induced intentionally as a normal course of the procedure, but this specific episode was unintentional. The procedure continued as planned and the pt suffered no consequences.